Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a fracture. The patient was admitted to the hospital for revision. The patient is a participant of the (B)(4). No patient complications have been reported as a result of this event.